Manufacturer narrative:
(B)(4). A companion sample was received for evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the iodine sponge of a minicap was dried out. The issue was noticed before use, but the home patient (hp) proceeded to use the device despite the issue. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between 02/14/2014 and 02/21/2014. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A companion sample was received for evaluation. A visual inspection was performed with iodine detected. Pressure testing was performed on the pouch with no leaks noted in the pouch. The reported problem was not able to be verified through the evaluation. Should additional relevant information become available, a supplemental report will be submitted.